Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins never seemed to help with the patient¿s bladder problems. They stated in 2018 it shocked them badly in the spine, hips, and down the right leg. They partner forcibly shut the device down and it had been turned off since. The patient stated they asked several doctors to send a referral to urologists to get the device removed but they were not comfortable enough to remove the device. They stated they cannot take out the anchored lead in the sacrum but they can remove the wires and battery. The patient wanted the device explanted since they are not using it. No further patient complications were reported as a result of this event.